Event description:
Reportedly, physician observed ventricular oversensing after patient has been admitted to hospital due to inadequate shocks. A ventricular lead issue has been suspected. A new ventricular lead has been implanted, the old lead remained. The device has also been replaced to avoid new intervention due to recommended replacement time occurring soon. The subject ICD will be returned for analysis. The lead complaint is treated in a separate complaint file.

Event description:
Reportedly, physician observed ventricular oversensing after patient has been admitted to hospital due to inadequate shocks. A ventricular lead issue has been suspected. A new ventricular lead has been implanted, the old lead remained. The device has also been replaced to avoid new intervention due to recommended replacement time occurring soon. The subject ICD will be returned for analysis. The lead complaint is treated in a separate complaint file.